Manufacturer narrative:
Investigation summary: with all the available information bsc concluded that the report of console error message which led to the procedure being aborted, is confirmed. During servicing of the console, the resonator and the top cover were replaced. The event was most likely due to resonator and top cover issues because after replacement of the two parts the console worked fine. The console manufacturing record review confirmed that the console met specification prior to release, and the console last service confirmed that it was fully functional without issues. Per the event, despite the procedure being cancelled while the patient was under sedation, there were no patient clinical consequences. The error message event is unlikely to directly cause or contribute to patient harm if it were to reoccur. The identified water leak was due to overfilling of the system. According to the IFU, "make sure that the filler reservoir is still about half full. Add water if necessary. Do not over-fill the reservoir." Device history review the device history record (DHR) was performed and confirmed that the greenlight xps laser system devices met all material, assembly and performance specifications. In addition, a device service history record review was completed. The system was last serviced on 16dec2020. The greenlight xps laser system was fully functional with no issues. Device technical analysis this console was not returned for analysis to our post market quality assurance laboratory; therefore, technical analysis of the console and/or parts could not be performed. However, the console was serviced at the facility by a field service engineer (fse). Upon visual inspection, the fse found that there was a water leak due to overfilling of the system and it was releasing pressure via the overflow. In addition, the resonator and top cover were replaced. Post replacement of the two parts, the unit worked fine. The console was calibrated passing all functional testing. Labeling review: based on the information provided, there was no evidence that the console was used in a manner inconsistent with the operators manual. In addition, a review of the greenlight IFU (instructions for use) manual warns the user to not over-fill the reservoir. "Make sure that the filler reservoir is still about half full. Add water if necessary. Do not over-fill the reservoir." Investigation conclusion: based on the investigation of the console a conclusion code of cause traced to component failure was assigned to this investigation.

Event description:
It was reported that during a photoselective vaporization procedure of the prostate, an error message indicated that the fiber tip needs to be cleaned and the console shut down. The patient was under general anesthesia and the procedure was not completed due to this event. There were no clinical consequences to the patient.

Event description:
It was reported that during a photoselective vaporization procedure of the prostate, an error message indicated that the fiber tip needs to be cleaned and the console shut down. The patient was under general anesthesia and the procedure was not completed due to this event. There were no clinical consequences to the patient.

Manufacturer narrative:
Investigation summary: with all the available information bsc concluded that the report of console shutdown which led to the procedure being aborted, is confirmed. The console worked after replacing the resonator and top cover. Analysis of the returned resonator found that it was damaged. Most likely the console system shut down was due to an electrical overstressed with the resonator. It is probable that the laser console was not able to detect the connected fiber resulting in the laser console stopping the procedure or from the customer's point of view, shutting down. After the field service technician installed a new resonator, the laser console software was updated. For some reason this made the top cover unresponsive. It was not compatible with the new resonator. The top cover was replaced correcting the issue. The console manufacturing record review confirmed that the console met specification prior to release, and the console last service confirmed that it was fully functional without issues. Per the event, despite the procedure being cancelled while the patient was under sedation, there were no patient clinical consequences. The error message and console shutdown event are unlikely to directly cause or contribute to patient harm if it were to reoccur. Device history review: the device history record (DHR) was performed and confirmed that the greenlight xps laser system devices met all material, assembly and performance specifications. In addition, a device service history record review was completed. The system was last serviced on 01dec2020. The greenlight xps laser system was fully functional with no issues. Device technical analysis: this console was not returned for analysis to our post market quality assurance laboratory; therefore, technical analysis of the console could not be performed. However, the console was serviced at the facility by a field service engineer (fse). The resonator and top cover were replaced. Post replacement of the two parts, the unit worked fine. The console was calibrated passing all functional testing. The console resonator was received and analysis of the part found restricted water flow through the diode. The water flow measured 1.74 liter per minutes (lpm) with the control valve at 100 %. The normal flow rate is 2.1 lpm. The coupler cable assembly had corroded pins. Labeling review: based on the information provided, there was no evidence that the console was used in a manner inconsistent with the operators manual. Investigation conclusion: based on the investigation of the console a conclusion code of cause traced to component failure was assigned to this investigation.

Event description:
It was reported that during a photoselective vaporization procedure of the prostate, an error message indicated that the fiber tip needs to be cleaned and the console shut down. The patient was under general anesthesia and the procedure was not completed due to this event. There were no clinical consequences to the patient.